Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l detailed info regarding this report, and was informed that the device had been cultured, but was negative for growth. The device was also reported to pass leak testing. The facility did not perform culture testing of the water supply. The device reference in this report was forwarded to an independent lab for microbiological testing. The independent lab microbiological test results were negative for growth for spores, fungus, and gram positive and gram negative bacteria. The device has been ethylene oxide sterilized and will be returned to olympus for eval, and is expected to be returned shortly. This report will be supplemented following completion of the physical eval of the unit. The cause of the user's report cannot be conclusively determined at this time. An olympus endoscope svc specialist has been dispatched to assess the facility's reprocessing practices. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that 12 of 34 pts that had been examined with the subject device had broncho-alveolar lavage (bal) samples that tested positive for a klebsiella pneumoniae organism that demonstrated matching susceptibilities. One pt reportedly had a positive endobronchial sample which was obtained with the use of the subject device. None of the pts reportedly tested positive for klebsiella pneumoniae after the device was removed from use. There was no info provided regarding what, if any, treatment had been provided to the pts.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 205. Based upon this review, we are submitting this supplemental report to account for each of the twelve patients involved in this event. In addition, this supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation found signs of yellowish/orange stains on the distal end cover. The device was inspected with a boroscope and also found yellowish/orange stains in the channel walls at the bending section, distal end, and biopsy port. The device passed air and water leak tests. There were no signs of foreign materials or stains in the insertion tube and bending section cover. Please cross reference MFR. Report numbers: 2951238-2016-00088, 2951238-2016-00089, 2951238-2016-00090, 2951238-2016-00091, 2951238-2016-00092, 2951238-2016-00093, 2951238-2016-00094, 2951238-2016-00095, 2951238-2016-00096, 2951238-2016-00097, and 2951238-2016-00098.